Event description:
It was reported that on an unknown date in 2010 the patient received a refill. During the refill procedure the baclofen was left out of the pump by mistake. The patent went into withdrawal, was in ICU (intensive care unit) and almost when into ¿psychiatric treatment¿. The reporter didn¿t know if the medication was ordered or not. At the time of the withdrawal the patient went on an increased dose of oral baclofen until the next refill. At the time of the next refill the patient was refilled with baclofen and morphine and everything went back to normal. Additionally, the patient was taking oral baclofen at the time of the event.

Manufacturer narrative:
Concomitant medical product: product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), product type catheter. (B)(4).